Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that this device was installed by the customer in october 2012 and performed to specification up to the (B)(6) 2016. Multiple manual power ups some of 10 minutes mainly of continuous nature were observed in the device memory on the (B)(6) 2016. The pad-pak became depleted during this time. Investigation found the reported fault may be attributed to component failure. The failure of the component caused voltage leakage which would have powered on the device and caused it to fail to power off. Measurements taken during the investigation and the green status led being constantly lit between flashes would confirm the failure of the returned membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.